Event description:
The customer reported to olympus that the image does not appear on the camera head and it has a black screen when plugged in. The issue was found during a diagnostic laparoscopic cholecystectomy procedure. There was no delay and the procedure was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image on the camera head due to a bad charged coupled device. Other findings were a failed water leak test as a tiny pin hole was found on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the investigation results, a definitive root cause couldn't be determined. However, it's likely that the loss of image occurred due to the failure of the charged coupled device, as the cable was broken from a pinhole, leading to flooding. The event can be prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.". Olympus will continue to monitor field performance for this device.